Event description:
Philips received a complaint from the customer reporting a low tidal volume on the v60 ventilator which discontinued ventilation. The device was in clinical use. There was no report of harm. A philips authorized service provider (asp) confirmed with the customer that issue did not cause a delay in therapy, nor a change to the patient's clinical condition. The patient was transferred to an alternative ventilator to continue therapy. The asp reported the customer determined the low tidal volume was due to circuit leakage. Therefore, the customer replaced the patient circuit to resolve the issue. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.